Manufacturer narrative:
The customer states replacement of rotor is performed per procedure/instructions for use "IFU". Customer is to contact their local distributor for replacement of rt12 rotor. Customer did not keep pieces of broken rotor, therefore no parts available for further investigation. The customer has not contacted beckman coulter for any further assistance regarding this issue. No further investigation may be carried out. (B)(4).

Event description:
A customer in the united states, reports during use the rt12 rotor broke apart in their statspin ssvt-1 centrifuge. The customer states the shield was in place at the time of failure. The customer confirms no parts escape from centrifuge at the time of failure. The customer confirms no harm, no exposure, and no medical attention needed at the time of the failure. There was no report of injury or affect to patient treatment.